Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full-height drawer 7 failed with pockets not detected on the bus. The field service engineer (fse) replaced faulty retractors. Performed diagnostics and tested drawer and pocket functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a failed drawer could not be recovered and continued to display a required maintenance message. The customer rebooted the device and performed a full power cycle by unplugging the station for 2-5 minutes before reconnecting power; however, the drawer recovery continued to fail and the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.